Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on (B)(6) 2005, patient was pre-operatively diagnosed with l5- s1 discogenic pain and underwent following procedures: left retroperitoneal dissection, exposure of l5-s1 disk space , radical discectomy at l5-s1 . Placement of bak cages and bmp material and anterior lumbar instrumentation. Per operative report ¿a radiolucent 13mm x 24mm cage, filled with rhbmp-2/acs was placed into the l5- s1 position.¿ post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.